Manufacturer narrative:
D1, d4: product identifiers are unknown. G4: 510(k)# is unknown. E1: initial reporter details are unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having a revision surgery in a patient who previously underwent spinal fixation from t10 to s2 with l3 vertebral replacement. It was reported that approximately one year after the initial surgery, the patient required reoperation due to a rod fracture associated with a screw from another manufacturer. Imaging review identified that the caudal end cap of the t3 component was detached and the cage had subsided into the cranial endplate. It was noted that the implant may have been subjected to strong stress, which could have contributed to possible device damage, during the revision procedure, the rods were reconnected and the patient is currently being monitored. There was no patient symptom reported. There were no further complications reported regarding the event.